Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a disconnection issue between a one-link non-dehp microbore catheter extension set and a clearlink system continu-flo solution set. This was identified during patient infusion. It was further reported that the distal male luer connection of the solution set would unscrew. The sets were used with unspecified chemotherapy drug. There was no patient injury or medical intervention associated with this event. No additional information is available.